Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a cartridge was leaking during use of the ilet bionic pancreas, after which the user experienced elevated blood glucose in the high 200s for approximately two days; the user later indicated the issue was likely due to incorrect assembly and had discarded the affected cartridges. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included complaint handling, user interview, and request for product return for analysis; troubleshooting and education were provided. Investigation of this case revealed user-reported incorrect setup and an inability to evaluate the specific cartridge due to its disposal. It was concluded that the event was consistent with product use issue and that a device malfunction could not be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.